Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3389s-40, lot# va1h8g1, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40 ,lot# va1h8g0, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the ins system was explanted on (B)(6) 2017 because of infection. There were no further complications reported or anticipated.